Event description:
Pt's granddaughter reports discrepant results with meter. Date: (B)(6) 2010, inratio: 1.8; date: (B)(6) 2010, inratio: 0.9, inratio retest: 1.5; date: (B)(6) 2010, inratio: 1.4. Reporter did not report any lab values. Claims lab results are always "higher".

Manufacturer narrative:
Investigation pending.